Manufacturer narrative:
The previously reported stenosis of the left sfa, cia, ata and eia approximately 17 months post index procedure has been split into three separate events: approximately 17 months post index procedure, the patient suffered thrombotic occlusion of the left sfa. The event was related to the target lesion (l1). The investigator assessed the event as not related to the index device, procedure, or paclitaxel. The patient was treated three days later with non-medtronic pta. Outcome is resolved. Approximately 20 months post index procedure, the patient suffered stenosis of the left sfa. The event was related to the target lesion (l1). The investigator assessed the event as not related to the index device, procedure, or paclitaxel. The patient was treated one day later with non-medtronic stenting, non-medtronic pta, and one admiral pta balloon. Outcome is resolved. Approximately 24 months post index procedure, the patient suffered stenosis of the left femoral-popliteal. The event was related to the target lesion (l1). The investigator assessed the event as not related to the index device, procedure, or paclitaxel. The patient was treated approximately two weeks later with bypass surgery. Outcome is resolved.

Event description:
During the index procedure the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the mid to distal sfa of the left leg. Approximately 17 months post index procedure, stenosis of the left sfa, cia, ata and eia was confirmed. Approx 3 months later, the patient was treated with unknown brand pta, and medication. Approx 8 months post the stenosis event, the left leg was treated with a femoral-popliteal bypass. The investigator assessed that the event was not related to the study device, procedure or paclitaxel. The event was resolved.

Manufacturer narrative:
The cec has adjudicated the previously reported stenosis of the left sfa, which occurred approximately 20 months post index procedure, as related to the study device, not related to the procedure of drug.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cec has adjudicated that the previously reported thrombotic occlusion of the left sfa, which occurred approximately 17 months post index procedure, was related to the study device, not related to the procedure of drug. The cec has adjudicated that the previously reported vascular stenosis of the left fem pop, which occurred approximately 24 months post index procedure, was related to the study device, not related to the procedure of drug.